Event description:
Patient was reportedly admitted to the hospital on (B)(6) 2016 following episodes of syncope. Ecgs showing failure to capture with underlying complete heart block were reportedly recorded. On (B)(6) 2016, pacemaker check was performed, showing normal electrical measurements. Provocation testing was also performed to check if oversensing or undersensing was present. However, no noise was observed on either the atrial or the ventricular egm channel. Stimulation mode was reportedly reprogrammed to ddtv, ventricular pacing and width were reprogrammed to 5v and 1.0ms.

Event description:
Patient was reportedly admitted to the hospital on (B)(6) 2016 following episodes of syncope. Ecgs showing failure to capture with underlying complete heart block were reportedly recorded. On (B)(6) 2016, pacemaker check was performed, showing normal electrical measurements. Provocation testing was also performed to check if oversensing or undersensing was present. However, no noise was observed on either the atrial or the ventricular egm channel. Stimulation mode was reportedly reprogrammed to ddtv, ventricular pacing and width were reprogrammed to 5v and 1.0ms.